Event description:
It was reported that stent damage occurred. The 20cm stenosed target lesion was located in the moderately calcified superficial femoral artery (sfa). A 6x120x75 epic¿ vascular stent was selected to treat the target lesion. However, when the physician tried to release the deployment system, the stent would not detach from the stent delivery system (sds) and the whole stent elongated. So the physician just pulled the whole device out of the artery. Subsequently, the physician decided to just dilate the target lesion with an angioplasty balloon and successfully completed the procedure. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).